Event description:
It was reported by the customer that a pyxis anesthesia system had a drawer failure. The customer stated that the drawer 1.1 is unable to recover, failed and require maintenance. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer stated that the side panel had been hit bent it in with stopping drawer one by 11 for popping out, readjusted the outside panel on the corner to resolve the issue. The fse mentioned that there was a delay in medication to a patient, but they were able to get it from another machine. The system functioned as intended after the customer troubleshooted the device.